Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 45 mg/dl. Customer stated that their insulin pump got out of auto mode in manual mode. The customer declined troubleshoot for low blood glucose. The customer treated low blood glucose with oj and blood glucose got up to 100 mg/dl. Then it was around 90 mg/dl. The product was not returned for analysis.